Event description:
On (B)(6) 2012, the lay user/patient in (B)(6) contacted lifescan (lfs) alleging that their onetouch verio meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began possibly six months prior to contacting lfs. On an unspecified date/time the patient reportedly obtained (with the subject meter) blood glucose readings of over "30 mmol/l" (240 mg/dl) and "17 mmol/l" (306 mg/dl), performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of (B)(4). The patient denied testing their blood glucose with another device. According to the csr's documentation, the patient manages their diabetes with insulin (self adjuster) and in response to the alleged meter issue the patient administered fast acting insulin (type and dosage not known) as self-treatment. The patient denied developing any symptoms as a result of the alleged meter issue. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner's booklet) sample site. The patient did not have control solution available. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no indication that the product caused or contributed to a serious injury. The patient denied developing any symptoms as a result of the alleged meter issue. There is also no evidence that the patient received any form of medical intervention after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. The meter met specifications and was found to function properly.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.